Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set ckt, a liquid leakage was found at the electrostatic discharge ring. There was no patient injury or medical intervention associated with this event. No additional information is available.